Event description:
New information received stated that externalized conductors were confirmed via review of diagnostic images.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Suspected insulation damage was reported. No electrical anomalies were noted. Lead will continue to be used.